Manufacturer narrative:
Per patient's surgeon, the patient underwent a skin flap revision procedure on (B)(6) 2011. The implanted device remains. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin flap breakdown. The patient underwent skin flap revision surgery on (B)(6) 2010 and again on (B)(6) 2011. It was also reported that the receiver/stimulator had extruded through the skin. The implanted device remains.